Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she tried to change the battery and received a blank display. Her blood glucose was 53 mg/dl. After troubleshooting for the blank display, the customer said that the display did not return. The insulin pump will be returning for analysis.